Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was capped on (B)(6) 2019 due to an abnormal pacing impedance, high capture thresholds and noise. The patient's generator was also replaced electively and a new system implanted on the right side. The patient was stable before and after the procedure.